Event description:
Bayer case number: (B)(4). Excessive abdominal wind/bloating [abdominal bloating] chronic fatigue [chronic fatigue] tachycardia [tachycardia] nausea [nausea] blood disorder [blood disorder] ovarian pain [ovarian pain] irritability [irritability] ridged nails [nail ridging] split nails [splitting nails] muscle pain [muscle pain] kidney pain [kidney pain] loss of libido [loss of libido] dizziness [dizziness]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("excessive abdominal wind/bloating") in a female patient who had essure inserted (lot no. 626801) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced abdominal distension (seriousness criterion medically important), fatigue ("chronic fatigue"), tachycardia ("tachycardia"), nausea ("nausea"), blood disorder ("blood disorder"), adnexa uteri pain ("ovarian pain"), irritability ("irritability"), nail ridging ("ridged nails"), onychoclasis ("split nails"), myalgia ("muscle pain"), renal pain ("kidney pain"), loss of libido ("loss of libido") and dizziness ("dizziness"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, abdominal distension, tachycardia, nausea, blood disorder, adnexa uteri pain, irritability, nail ridging, onychoclasis, myalgia, renal pain, loss of libido or dizziness. Case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Excessive abdominal wind/bloating [abdominal bloating]. Chronic fatigue [chronic fatigue]. Tachycardia [tachycardia]. Nausea [nausea]. Blood disorder [blood disorder]. Ovarian pain [ovarian pain]. Irritability [irritability]. Ridged nails [nail ridging]. Split nails [splitting nails]. Muscle pain [muscle pain]. Kidney pain [kidney pain]. Loss of libido [loss of libido]. Dizziness [dizziness]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 21-aug-2025. The most recent information was received on 28-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("excessive abdominal wind/bloating") in a female patient who had essure inserted (lot no. 626801) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced abdominal distension (seriousness criterion medically important), fatigue ("chronic fatigue"), tachycardia ("tachycardia"), nausea ("nausea"), blood disorder ("blood disorder"), adnexa uteri pain ("ovarian pain"), irritability ("irritability"), nail ridging ("ridged nails"), onychoclasis ("split nails"), myalgia ("muscle pain"), renal pain ("kidney pain"), loss of libido ("loss of libido") and dizziness ("dizziness"). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to fatigue, abdominal distension, tachycardia, nausea, blood disorder, adnexa uteri pain, irritability, nail ridging, onychoclasis, myalgia, renal pain, loss of libido or dizziness. Batch number-626801, manufacturer date-31-mar-2008, expiration date-28-feb-2010. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-aug-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.